Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred intermittently with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. It was also reported that multiple cartridges did not fit onto the pump. Reportedly, the customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 130-300 mg/dl.